Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; 5551-g-350 ; 5ph7. Triathlon cr fem comp #5 r-cem; 5510f502 ; dxr6t. Tri ts baseplate size 6; 5521-b-600 ; dza7ya. Simplex hv with gentamicin us 1 pack; 6195-1-001 ; 926ba906aa. Simplex hv with gentamicin us 1 pack ; 6195-1-001 ; 926ba906aa. 3.0 rio® robotic arm - mics; 209999; rob158. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported for patient's right knee: "swapped out the poly today due to infection. No x-rays available, no other information available due to hospital policy."